Manufacturer narrative:
No product will be returned. The photo provided by the customer shows a hole in the silicone tubing at the shoulder of the upper pumping segment component. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.